Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID c154dwk ICD, implanted: (B)(6) 2009; 5076-52 lead, implanted: (B)(6) 2005; 5078-58 lead, implanted: (B)(6) 2009; 419488 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that during there was high threshold and low impedance on the right atrial (ra) lead. It was noted there was an insulation breach on inspection intraoperatively. The lead was repaired with medical adhesive and remains in use. No patient complications have been reported as a result of this event.